Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had battery of no power alert. The customer¿s blood glucose level was unknown. The customer also stated that they did not received a low battery alert prior to off no power alert. The insulin pump will not be returned for analysis.